Manufacturer narrative:
The device was not suspected of any issue and the device has not been explanted. A production record review has been performed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. This MFR report was done just to inform you of the event and confirm that no malfunction was found with the device.

Event description:
Soon after the implant, there was an increase of impedance and stimulation threshold in absence of lead displacement. A re-intervention was performed to correct the issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was not suspected of any issue. A lead issue was suspected in first instance. The lead analysis has led to the following conclusions: patient files review identified the reported capture threshold and impedance increase soon after implant. Oversensing was also evident in most recorded episodes. The characteristics of the oversensing signals are typical of a lead issue or lead/device connection issue. The return analysis identified a superficial cut to the lead insulation that could not have caused these electrical issues, since the insulation was not breached. It is also probable that this damage was incurred during the re-intervention to replace the lead. All other electrical, mechanical, and dimensional measurements were within specifications and no manufacturing defect was confirmed during the analysis and by the review of the associated manufacturing records. No defects or damages to the returned lead were found that could explain the identified electrical issues. Considering the implant duration and the return analysis the more likely cause to explain the identified electrical issues is a lead/device connection issue. However, this could not be confirmed by the investigation. The results of this investigation are retained and utilized for trending purposes. The pacemaker was not explanted.

Event description:
Soon after the implant, there was an increase of impedance and stimulation threshold in absence of lead displacement. A re-intervention was performed to correct the issue.